Event description:
(B)(6). In (B)(6) of 1997, I had initial symptoms of polymyositis, a debilitating auto-immune condition. In 1979, (B)(6), I had seven large dental mercury-amalgam fillings placed in my mouth. They were not replaced with 'white' composite fillings until (B)(6) 2007, (B)(6). I also had a number of flu-shots and other vaccine shots, containing thimerosal, between 1997 and 2004. I am now permanently disabled, have been in bed shape for at least 2.5 years, and believe the constant inflow of mercury into my body, due to amalgams, and subsequent exacerbations due to thimerosal have both caused the polymyositis and have been responsible for further deterioration in my health. Dates of use: #1. 1976-2007; #2. (B)(6) 1997. Diagnosis: #1. Toothache. #2. Preventive tetanus shot. Event abated after use: #1., #2. No.